Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual examination noted the interlocking arm of the pusher wire to be fully separated from the pusher wire. The distal end of the pusher wire was also found to be extensively stretched. The pusher wire was inspected and found to be kinked between 22-23cm from the proximal end, between 36-38cm from the proximal end, between 44-48cm from the proximal end, at 68cm from the proximal end and severely kinked between 42-45cm from the distal end. The coil was inspected and no visible anomalies were notes. The zap tip, interlocking arm of the coil, and interlocking arm of the pusher wire were microscopically inspected and no damage was noted. All other dimensions are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23mar2016 it was reported that deployment issues occurred. An 8mm x 20cm interlock¿ was selected for use. During the procedure, continuous flush was performed. The physician attempted to advance the interlock inside the catheter but the coil immediately released. The physician removed both device together from the patient's body and the procedure was completed a different device. No patient complications were reported and the patient's condition was stable however, device analysis revealed a pusher wire detachment.